Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1071078, medical device expiration date: 2024-02-29, device manufacture date: 2021-03-12. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. The customer's address is unknown. Unknown, (B)(6) USA has been used as a placeholder based on the reported phone area code. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd nexiva¿ closed IV catheter system from lot 1071078, and 1 catheter from an unspecified lot leaked from the septum during use. The following information was provided by the initial reporter: "customer stated there were two different instances where the needle started leaking from the septum. Both instances the needle needed to be replaced. Customer only had material and lot number and date for one occurrence- (B)(6) 2021. The other occurrence is unknown date and lot number."

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 1 bd nexiva¿ closed IV catheter system from lot 1071078, and 1 catheter from an unspecified lot leaked from the septum during use. The following information was provided by the initial reporter: "customer stated there were two different instances where the needle started leaking from the septum. Both instances the needle needed to be replaced. Customer only had material and lot number and date for one occurrence: (B)(6) 2021. The other occurrence is unknown date and lot number."